Event description:
Healthcare professional reported after injection in the marionette area with 2 syringes of juvederm voluma with lidocaine patient was "very pleased with finished results." Two months after injection patient called the injecting healthcare professional concerned that the product injected into the marionette lines had "fallen" and collected "down along [their] jaw line." Upon palpation the healthcare professional noted the jowl region was thick and dense and "if felt like a nodule". Swelling was also observed. Patient was treated with "30 units of hyaluronidase" patient reported tenderness from the hyaluronidase injections. Approx one month after symptom onset, healthcare professional noted the patient's "inflammation" seemed to have subsided, but the "filler product is still quite firm and palpable both externally and internally; however, is not visible." The patient chose to observe and massage the area and not receive any other treatment. The patient was last seen by the healthcare professional approx four months after symptom onset when it was observed that "one small nodule" was "visible and non tender."

Manufacturer narrative:
The event involving the patient's observations that the injected product had "fallen" and collected "down along [their] jaw line" and the healthcare professional's assessment that the jowls were "thick and dense" with "fullness", a "small collection of product visible and palpable", "swelling", and "nodule" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects. The pt must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area. Pts must report inflammatory reactions which persist for more than one week or any other secondary effects which develops, to their medical practitioner as soon as possible. The medical practitioner should treat these as appropriate. The distributor and/or mf must be informed about any other undesirable side effects linked to juvederm voluma with lidocaine injection.